Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06704. It was reported that, in 2011, it was suspected that the high voltage right ventricular (rv) lead was damaged and a low voltage rv lead was also implanted for pacing and sensing. On (B)(6) 2021, an episode was inappropriately detected as ventricular fibrillation resulting in atp therapy. The device was interrogated and episodes of oversensing were observed on both the low voltage and high voltage rv leads. The leads were capped and replaced with a high voltage lead. The patient was in stable condition.